Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 56619, were returned and analyzed. The data files showed that 4 applications were performed with the returned balloon catheter and another 4 applications with an unreturned catheter on the date of the event. System notice (B)(4) ¿leak detection¿ was observed multiple times. Visual inspection of the balloon catheter showed the balloon was pierced since there was blood inside. The performance test was not conducted due to previous damage. Pressure test and dissection revealed double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.